Manufacturer narrative:
(B)(4).

Event description:
The customer reports the PICC line leaking at the lumen wings junction.

Manufacturer narrative:
(B)(4). The customer reported issue of the catheter leaking during use was confirmed during the sample investigation. The customer returned one two-lumen PICC for evaluation. Adhesive residue was found on the catheter body, extension lines, and luer hub, indicating it had been used. A lab inventory syringe was used to pressurize the catheter extension lines with water. When the proximal line was pressurized a leak was observed where the extension line and luer hub interface. The leak site was microscopically examined and found to be caused by a tear in the extension line. Based on the information and sample provided the probable cause of this issue is operational context. The instructions-for-use (IFU) that are packaged with this product warns not to secure, staple, and/or suture directly to the outside diameter of the catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Other remarks: the IFU also warns no to use scissors to remove dressing to reduce the risk of cutting the catheter. A device history record review could not be performed as no lot number was provided and no sales history was available for this customer for a potential lot number to be determined. No further action shall be taken at this time.

Event description:
The customer reports the PICC line leaking at the lumen wings junction.